Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the inspection the foreign material was likely caused by the use of products that contain silicone can cause deposits of white foreign material and the burn was likely caused by component failure; however, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the jet tube/connecting tube/plastic distal end cover/air water tube/ air water cylinder and the plastic distal end cover had a burn. There was no patient involvement.